Event description:
The customer reported the system locked up and shut down. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified nor duplicated. However, the circuit boards were reseated. The system was then found to be operating as intended.